Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2013 with the following findings: a review of the black box and alarm history shows no evidence of cs 004-0001. The pump boots to the verify screen with audible and vibratory sounds. An ¿ezprime¿ sequence was successfully completed. The pump was exercised for 24hours duration period; no call service alarms were duplicated. Removed the pump cover; no evidence of internal moisture or damage to the pcb was observed. Investigators were unable to duplicate the reported complaint. There was no defect found.